Event description:
Patient reported right side "is hard," pain, and "feels like pins and needles." Patient reports hair loss, menstruation with heavy flow for weeks then stopping for months at a time, breast pain, night sweats, body temperature fluctuations, muscle and joint weakness, heart pain, ¿tingling and numbness: in the legs, arms, and back, frequent urination, interstitial cystitis, ¿lost (B)(6) [sic] in two months because I couldn¿t tolerate certain foods¿, vertigo, fatigue, ¿brain fog and forgetfulness¿, ¿mold that was in my breast implants that you could visually see after the explant¿, ¿infection in the tissue around the breast¿, bilateral swollen lymph nodes, cysts, ¿pain from the breast implants affected my whole body¿. The patient problems listed fatigue, heavier menses, muscle weakness, pain, swollen lymph nodes, ¿infection, urinary tract¿, vertigo, tingling, urinary frequency, numbness, ¿infection, fungal¿, sweating, sleep disturbances, ambulation difficulties, confusion/disorientation, intermenstrual bleeding, and hair loss. Health professional reported right deflation and capsular contracture baker grade ii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. "Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation." Infection ¿ in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms. Connective tissue disease (ctd): concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. A review of several large epidemiological studies of women with and without implants indicates that these diseases are no more common in women with implants than those in women without implants. Additional complications ¿ after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.

Event description:
Patient reported right side "is hard," pain, and "feels like pins and needles." Patient reports hair loss, menstruation with heavy flow for weeks then stopping for months at a time, breast pain, night sweats, body temperature fluctuations, muscle and joint weakness, heart pain, ¿tingling and numbness: in the legs, arms, and back, frequent urination, interstitial cystitis, ¿lost (B)(6) [sic] in two months because I couldn¿t tolerate certain foods¿, vertigo, fatigue, ¿brain fog and forgetfulness¿, ¿mold that was in my breast implants that you could visually see after the explant¿, ¿infection in the tissue around the breast¿, bilateral swollen lymph nodes, cysts, ¿pain from the breast implants affected my whole body¿. The patient problems listed fatigue, heavier menses, muscle weakness, pain, swollen lymph nodes, ¿infection, urinary tract¿, vertigo, tingling, urinary frequency, numbness, ¿infection, fungal¿, sweating, sleep disturbances, ambulation difficulties, confusion/disorientation, intermenstrual bleeding, and hair loss. Health professional reported right deflation and capsular contracture baker grade ii.